Event description:
Infant being treated for neonatal hypoxic-ischemic encephalopathy with the olympic cool-cap system. The user noted a smell similar to an electrical device being overheated but the device continued to function normally. Approximately 18 hours into treatment, a click sound was heard and the control module turned off. The issue was not resolved by plugging the device into a different electrical outlet. The infant's 72-hour treatment was completed using a cool-cap system in a nearby hospital. There was no patient or user injury.

Manufacturer narrative:
Serial #: (B)(4). The cause of the device malfunction was most likely a failed power supply. The power supply was scheduled to be replaced on-site as part of a field corrective action (correction report 3018859-05/25/12-002-c; FDA recall #z-1843-2012; natus CAPA # (B)(4)) but the failure occurred before the correction could be made. The power supply will now be replaced by natus-(B)(4) and the repaired device returned to the customer.